Manufacturer narrative:
(B)(4). The device history review of batch number 74f1401435 showed no issues or discrepancies which could potentially relate to this complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a sacrospinal fixation procedure, the first suture went fine, the second suture failed: the bullet broke off the suture and the plug of the suture was left behind in the patient. No patient injury was reported and a new device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). Product code dek200 was received in its original packaging. Qty received: (B)(4), qty produced: (B)(4) each. No corrective actions will be implemented since the sample received met the functional specifications established in the manufacturing plant. Customer complaint cannot be confirmed based on the functional results obtained on the sample returned for evaluation. Sample demonstrated to be within specification due tensile strength results.

Event description:
Alleged event: during a sacrospinal fixation procedure, the first suture went fine, the second suture failed: the bullet broke off the suture and the plug of the suture was left behind in the patient. No patient injury was reported and a new device was used to complete the procedure successfully.